Event description:
This distributor became aware on may 12, of an incident that occurred whle performing a bilateral iliac stent procedure. It was reported anoter MFR's stent was partially deployed in the sheath causing a portion of the sheath to fragment in the pt. Angiogram showed very sluggish flow in teh left iliac artery. The pt was transferred to the or for surgical bypass and retrieval of the stent, balloon and sheath fragments. The pt's condition is good.